Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during un-packaging of the 4.0 x 20 mm nc trek balloon catheter, it was found that the package was not crimped at the bottom, and was not sealed. The device was not used. A new nc trek balloon catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The pouch was returned without a manufacturing seal thus confirming the reported issue. There were no other abnormalities noted to the pouch. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on the related records review for this lot and an expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident, which was most likely related to human error. The performance of these devices will continue to be monitored.